Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was palliative treatment for a stenosis caused by primary colon cancer. The stenosis was approximately 6cm in length and located in the sigmoid colon. The stent was implanted successfully with no issue. The next day following the procedure, the patient was able to drink water. Three days following the procedure, the patient was able to orally eat meals. On (B)(6), 2012, the patient complained of abdominal pains. A CT scan was performed and revealed a small perforation located around the anal end of the stent. The patient was taken off food and conservative medical management was performed. The stent was left implanted. The patient's symptoms improved and no further medical intervention is planned. The perforation is considered resolved. The patient remains hospitalized due to complications of the primary disease. In the physician's assessment, there was no malfunction of the stent but the stent did contribute to the perforation as "the stimulation of the anal side of the stent may have affected the anal wall." The current condition of the patient was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.